Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed. Investigation isolated the cause of the malfunction to an open resistor on the main circuit board. Replacement of the resistor resolved the issue. After repair, the device performed to specifications and was returned to the customer.

Event description:
The customer stated that during pre-service testing, the device did not recognize pads while on a simulator. No patient involvement.